Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) received one inappropriate shock due to oversensing of electromagnetic interference (emi) noisy signals while patient was using a facial cleanser. Technical services (ts) agreed it looked like noise and recommended not to use that external device again. This sicd remains in service. No additional adverse patient effects were reported.